Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implant duration of about 30 months, it was reported that the associated ICD could not be interrogated. This lead and the associated device were explanted. No adverse pt side effects have been reported.